Manufacturer narrative:
Other text: b3: date of event, d4: lot number, expiration date, and h4: manufacture date are unknown, no information has been provided to date. (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the "client requested an investigation for the the bivona tts flextend 5.5 product and a correction of the invoice". According to the customer the cuff is too tightly connected to the cannula. It cannot be unfolded. Patient involvement is unknown.

Manufacturer narrative:
Email is: regulatory.responses@icumed.com. H6 - evaluation codes: updated. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The lot number is unknown, so a device history report (DHR) review could not be completed. If the product is returned, the manufacturer will reopen this complaint for further investigation.